Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 device had ruptured during patient use. According to the report, the device was filled with foscarnet. There is no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of ?reservoir ruptured? Could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) . A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.